Event description:
It was reported that during a lap left hemicolectomy procedure, when closing the device on the vessel there was a loud crunch - louder than normal, the stapler would not fire and it could also not be released. With some gentle side to side movements the stapler was removed from the vessel and a second stapling device used successfully. The procedure was extended 15 minutes. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received opened with the closing mechanism damaged and with a cartridge loaded in the device. The cartridge was received fully loaded with staples and with no damage to the spring cartridge lockout. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and four yoke teeth were found broken. The returned cartridge was loaded into a test device and it fired cut and formed all the staples as intended. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specification; in addition, a sample of the batch is inspected at fgqa. A batch record was performed and no anomalies were found during the manufacturing process.